Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the insertion of the catheter, there was no urine flow. As a result, the catheter was replaced and successful urine flow was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the insertion of the catheter, there was no urine flow. As a result, the catheter was replaced and successful urine flow was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after the insertion of the catheter, there was no urine flow. As a result, the catheter was replaced and successful urine flow was confirmed.

Manufacturer narrative:
Received the catheter only for evaluation. Per the visual inspection, no visual defects were noted on the returned catheter. During the functional testing, the balloon was inflated with 10cc water and administered to flow rate testing. While inflated, the flow rate was 180ml/min, 180ml/min and 185ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unable to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the insertion of the catheter, there was no urine flow. As a result, the catheter was replaced and successful urine flow was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the insertion of the catheter, there was no urine flow. As a result, the catheter was replaced and successful urine flow was confirmed.